Manufacturer narrative:
Results: patient's condition affected effectiveness of device (type ii endoleak). Conclusion: device failure/lack of effectiveness related to patient condition (type ii endoleak).

Event description:
Additional information was received as follows. A 6.1 cm in diameter fusiform aneurysm was reported. The proximal aorta was 39 mm in diameter and 58 mm in length. Distal aorta was 38 mm in diameter. The iliac arteries were 11 mm in diameter bilaterally. The femoral arteries were 10 mm in diameter bilaterally. The access artery was mildly tortuous and mildly calcified. The aorta has mild tortuosity. Approximately seven months ago a CT with contrast noted a type ii endoleak and the aneurysm was 62 mm in diameter and 101 mm in length. A CT with and without contrast was done approximately five weeks ago noting a type iil, fabric endoleak. The aneurysm was 67 mm in diameter and 94 mm in length. The investigator assessment states that the event is related to the study device and not related to the study procedure. It was reported that the patient was treated with a valiant 22x200 (main) and a valiant 46x42x150 (distal) resolving the type iii fabric and distal type I endoleak.

Manufacturer narrative:
Evaluation, method: (film).

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a 61 x 60 mm thoracic aortic aneurysm approximately seven months ago. The proximal neck was 33 mm in diameter and the distal neck was 38 mm in diameter. It was reported that a type iii fabric endoleak and a distal type I endoleak were observed on CT during the patient's routine six month follow-up visit and the aneurysm may be enlarging. A secondary intervention is planned for a later date to re-line the stent graft. No additional clinical sequelae were reported and the patient is fine. Review of returned films post-implant show that the stent graft is positioned just below the arch in the descending thoracic. An area of contrast is seen emanating from the stent graft into the mid-level and distal end of the aneurysm. The endoleaks appears to be a type iii fabric, but cannot rule out an additional distal type I endoleak. The taa measures 7cm diameter x 10cm long. The cause of the endoleaks could not be determined.

Event description:
Films were received and their evaluation has been completed as follows: post-op scan showed there is a second area of contrast in the lower part of the sac that was likely what was identified as the type ib endoleak - there is no evidence of contrast coming up the outside of the distal seal zone to create this blob in the aneurysm sac. There is suspect of a type iii fabric endoleak, possibly from a different location on the graft than the primary endoleak. However, there is no definite cause for the endoleak; the stents and c-bar appear intact and the endoleak is not aligned with the c-bar along the greater curve. This patient has very heavy calcification in some regions. There are some calcium deposits evident on the graft in the possible region of endoleak origin. It is possible that the calcium presence contributed to graft fabric wear, leading to the type iii endoleak.

Manufacturer narrative:
(B)(4). Method: film. Results: endoleak. Cause of endoleak is unknown. Conclusion: cause of endoleak is unknown.